Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data and radiographs. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In the recorded period between (B)(6)2019 and (B)(6)2020 , the right ventricular pacing impedance was initially recorded at 400ohms before it abruptly rose onto 550ohms in the week of (B)(6)2020 . The right ventricular pacing threshold was initially recorded at approximately 1.1v before it abruptly rose onto 2v in the week of (B)(6)2020 . In the provided iegm episodes artifacts were visible in the right ventricular and farfield channel which led to oversensing and the reported inappropriate shocks. The provided radiographs showed the lead in the implanted state. Interaction of the linox smart with the nearby atrial lead and the generator housing can not be excluded. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
After an implantation period of approx. 87 months, oversensing with inappropriate therapies was reported.